Event description:
Per the clinic, the patient experienced an infection at abutment site (date not reported) and subsequently was treated with IV antibiotics (specific date and duration not reported). The patient also underwent a skin revision surgery (specific date not reported) to remove unhealthy skin. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with topical antibiotics, twice daily (specific date and duration not reported). The patient was also hospitalized multiple times for treatment with several rounds of IV antibiotics (specific date and duration not reported), however, the issue could not be resolved. The patient developed skin necrosis around the abutment site and ultimately the patient underwent a wound vac and subsequent skin graft over the site (specific date not reported). The infection has been resolved, however the patient still experienced pain on the scalp. Eventually, the patient underwent an abutment replacement procedure in the office (specific date not reported).